Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control was damaged, hole causing leakage. The following information was provided by the initial reporter: additional info from customer: ((B)(6) 2023) this picture shows the hole in the catheter where the fluid leaked out.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and video submitted for evaluation. Bd received one used 20g x 1.00in. Insyte autoguard bc unit from lot number 3116879. Additionally, one customer video was provided for investigation. The video is representative of what was returned and does not provide any additional evidence that isn¿t already covered by the physical sample evaluation. A gross visual inspection of the returned unit found that a tear was present on the catheter tubing near the nose of the adapter. The tear was further inspected under a microscope and found to extend over half the circumference of the catheter tubing. Depending on the section of the tear being viewed, different shapes of a tear could be observed. The tear had three distinct sections, a v-shaped portion, an arc shaped portion and a diagonal shaped portion. All of these are indicative of a needle spear through caused with the front end of the bevel. This spear through would result in leakage. As the unit is observed to have been used, it is unlikely that the damage occurred during manufacturing. Had the defect occurred during manufacturing, the condition of the catheter and needle would render the device unusable. The IFU(instructions for use) indicates that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. The DHR for lot 3116879 has been reviewed. This lot was built and packaged on afa line 13 from 01-may-2023 through 04-may-2023 for a quantity of 396,010. No related quality issues or process deviations were found. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see manufacturer narrative below.